Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up where it was observed that the right ventricular lead exhibited noise. Initially, the physician suspected a possible lead anomaly. Upon further investigation, it was found that the noise were from electromagnetic interference (emi) due to the shower in a hotel the patient had stayed in. The patient confirmed the dates and times corresponded with their stay and shower times. The physician cautioned the patient to avoid sources of emi. The patient was in stable condition.